Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the upper gastrointestinal (gi) tract during an esophagogastroduodenoscopy (egd) procedure for bleed performed on (B)(6) 2024. During the procedure, it was reported that the clip would not release. It took several minutes for the clip to be released from the catheter. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.